Manufacturer narrative:
This device is not an investigation device exemption productrelated manufacturer report number: 2017865-2020-00410.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far p wave oversensing causing inappropriate mode switches. Programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
This report is to retract report  2017865-2020-00361. Submitted on 10 jan 2020. This report was  erroneously submitted.  This is a not a reportable event as this is an investigation device exemption  product.  All previously submitted information should be corrected to not applicable and null fields.